Manufacturer narrative:
(B)(4). Report source : foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02352, 0001822565-2021-02354, 0001822565-2021-02357, and 0001822565-2021-02358.

Event description:
It was reported that the sample sliding surfaces are all fractured on the inside. No adverse event has been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the product exhibited signs of repeated use and cracks at the base of the post feature. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The lot number was manufactured in 2013 and has therefore been in the field for approximately over 7 years. It is unknown for how many times the devices have been used. Based on the information available, the root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.